Manufacturer narrative:
Citation: rana-armaghan ahmad., et al.. Acute type a intramural hematoma: the less-deadly acute aortic syndrome. The journal of thoracic and cardiovascular surgery 169:552-61 2025. 10.1016/j.jtcvs.2024.01.032 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding acute type a intramural hematoma: the less-deadly acute aortic syndrome. The study population included 901 patients who were predominantly male with a mean age of 59 years old. Medtronic device implanted in the study population was the freestyle bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: bleeding, sternal wound infection, sepsis, cerebrovascular accident, myocardial infarction, paraplegia, pneumonia, acute renal failure, atrial fibrillation, severe aortic insufficiency, aortic aneurysm and re-operation. No further information was provided pertaining to medtronic products.